Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had surgery on (B)(6) as the left neurostimulator was flipped. The physician flipped it back to the proper orientation and sutured the neurostimulator down.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they are having difficulties charging the left ins again, noting it will not charge beyond 50%. The patient used the wr to charge the left ins, which connected initially but lost connection after a few seconds. The patient used the communicator to check the battery level of the left ins, which was at 50% and therapy was turned on. The right ins was at 75% and therapy was turned on. The patient placed the wr on their right ins and had no issues charging it. Patient services (ps) reviewed that the wr appears to be functioning properly and advised the patient to follow up with their healthcare provider (hcp) further address the issue with the left ins. Additional information was received from the consumer reporting they continue having difficulties charger their left ins, noting that now it will not charge above 25%. The patient confirmed that they have no issues charging their right ins, noting that the battery level is currently at 100%. The patient added that "medicine has been taking over the dbs" since they've been having the difficulties with the left ins, noting that they take carbidopa when they get the "rigidity" symptoms. The patient doesn't think the left ins has flipped again, but they did note that it "sticks out" in comparison to the right ins. The patient stated, "I can feel the battery sticking out." The patient did not allege that the ins battery had broken through the skin. The patient confirmed that they reached out their hcp's office regarding this issue, but they said the hcp told them that it is up to medtronic to fix the problem. Patient services (ps) offered to reach out to the field on the patient's behalf. An email was sent to the mdt field representatives.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was getting anything above 2 coupling bars with the current recharger and were getting a ¿good¿ connection with the wireless recharger (wr) with the left implantable neurostimulator (ins). The rep interrogated the ins using the tablet without any issue and all impedances were normal and ins was on and at 25%. The rep palpated the ins and could feel it as well as the extension with the extension feeling like it was exiting the ins on the right side. The rep tried getting better coupling by turning the dial on the antenna but had no success.the rep was walked through using the antenna locate feature and got between 48-52, and after turning the dial got between 42-54, but when they attempted charging there were 0 coupling bars. The rep spoke with the healthcare provider (hcp) who had imaging performed which appeared that the ins was flipped as the extensions were existing the ins towards the spine with the ins in the left chest they should be ex isting the ins laterally. It was noted the patient had large breasts and there was a lot of room in the pocket where it would have the opportunity to flip. It was also reviewed that if the same pocket was used that was previously used for a non-rechargeable device with a now rechargeable device it would have a larger pocket for the opportunity to flip. The rep was going to speak with the hcp about next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was scheduled for an x-ray, but they hadn't heard the results yet. The hcp was thinking about replacing the device with a primary cell device, but nothing was scheduled yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer reporting that their left ins flipped again. They have been falling and they know the left ins has flipped again because it feels different in their chest and it won't charge. The left ins battery level has been stuck at 50%, while their right ins has been able to charge up to 100%. This is the third time it flipped. The patient mentioned that the previous two times the left ins flipped, their healthcare provider (hcp) flipped it back to proper orientation. They would like the left ins replaced altogether since it has flipped a third time. The patient was redirected to their managing healthcare provider to further address the issue. A manufacturer representative (rep) will contact the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from a manufacturer representative (rep) reporting, the rep met the patient at the physician's office. They were able to charge the battery, but not efficiently. Their dbs recharger was used to charge the battery. However, the time to charge was well above normal. The cause of the ins charging and connection issue was determined, to be the battery had possibly flipped. And they were referred back to the surgeon. The patient was sent for an x-ray. And plans to have surgery to resolve the issues. The surgery was rescheduled for 2 weeks (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient had been hospitalized several times over the last few months (where is where their recharging equipment was misplaced). The patient had been without their recharging equipment since around (B)(6) 2021 and they weren¿t doing well without being able to charge their implant. It was unknown if the hospitalization was related to the device as it was due to a combination of things like falling and being unsteady. The consumer stated the ¿doctor who implanted the device wasn¿t doing it right and the patient needed to go back to see them.¿ new recharging equipment was going to be sent to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device was flipped. The issue was corrected, and sutures were in place. The charging issue was resolved, and the patient was doing well with no problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a really hard time moving. They felt that rigidity you get with parkinson's. Because of their symptoms, the patient thought their implantable neurostimulator's (ins) batteries may have discharged. They were able to charge the ins on their right side with the 37751 recharger, but they had difficulty charging the ins on their left side because they were only able to get 2 coupling bars to fill in. The patient mentioned that they rotated the antenna dial, but it did not improve coupling. The patient tried using the new wireless recharger to charge the ins on their left side, but the recharger app displayed a message that indicated the wr battery was low and needed to be charged. Using the 37751 recharger, the patient stated that the ins on their left side is turned off and between 0-25% charged, but no coupling boxes were filled in. The patient repositioned the recharger antenna and rotated the antenna dial, but the coupling did not improve. Using the 37751 recharger, the patient stated that the ins on their right side is turned off and between 75-100% charged, and noted that they were able to get all 8 coupling boxes to fill in. Agent educated the patient on how to use the communicator and dbs therapy app, and the patient confirmed they were able to turn on the ins on their right side. Patient was able to connect on the call and turn her therapy back on but stated that it was really intense for a few minutes and then was ok. Patient then was going to continue charging her ins to 100%. The patient added that the ins on their left side is at 0% again. The patient stated that the ins is charging with 'good connection,' the ins battery is at 0%, and the therapy is on. Additional information was received stating that they can't get the device charged past 50% and they cant get the wireless recharger to charge. Additional information was received from the consumer reporting they continue to have issues with charging the left ins. The wr has a very hard time getting and maintaining a connection to the implant. Over the last few days, they have been falling more again and their left ins is down to 25% from the 50% that it was at a few days ago. They confirmed their therapy/stimulation is on. They still have no issues charging the right implant, just the left. So it was determined that there are no issues with the external equipment. On the call, the patient was able to eventually connect with the left ins and saw that it was charging at 'excellent' but they feared that it would eventually disconnect like it has been doing. They mentioned also briefly seeing a service code of 4100 the other day but has not seen it since. Additional information was received on 2021-mar-22 reporting they continue to fall a lot because they cannot get the left ins to charge more than 50% and can only get 2 coupling boxes filled in. When they touch their left ins, they noticed it has "bumps on top, like something sticking out of it", whereas the right ins is "smooth" when they touch it. They were redirected to their managing hcp to further address the issue.